Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the 14f dilator was used to predilate the vessel without resistance, however, the 14f esheath would not advance into the patient's calcified left common iliac. The esheath was removed an upon inspection the distal tip was observed to have split. The physicians dilated the vessel with a 16f dilator and inserted a new 14f esheath without any issues. The post iliac angiogram showed no vascular complications.

Manufacturer narrative:
Additional information: h6 and h10: the esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. However, the imagery provided by the site showed the esheath after being used in the procedure with the introducer inserted through it. From the picture provided, it could be seen that the distal tip was split. Additionally, the 3mensio provided showed the patient anatomy, which was calcified and tortuous, with the minimum luminal diameter being below the recommended 5.5 mm for the 14f sheath. During manufacturing of the esheath, the esheath and its components were inspected several times throughout the manufacturing process. These inspections performed during manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. A review of complaint history from march 2019 through february 2020 revealed additional returned complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances that would have contributed to the reported events were identified. A review of complaint history revealed that the occurrence rate did not exceed the february 2020 control limits for the trend categories. The esheath instructions for use (IFU), the device preparation manual and the training manual were reviewed for device preparation and use instructions related to the reported event. Per the IFU, ¿caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set.¿ no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were confirmed based on the imagery provided. Investigation of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As mentioned in the description ¿esheath would not advance into the patient's calcified left common iliac¿. As it can be noted from the 3mensio imagery provided, the patient had calcified vessel along with smaller than recommended mld. As such, these conditions can create challenging and difficult pathways for the sheath to have to travel through. It is likely that the distal tip may have come into contact with calcification and as excessive manipulation was exerted to overcome the resistance, resulted in the sheath distal tip splitting. Additionally, as mentioned ¿the physicians dilated the vessel with a 16f dilator and inserted a new 14f esheath without any issue¿ the sheath was able to be inserted after being dilated without any issues while a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (improper crimping/improper flushing/excessive manipulation) may have contributed to the complaint events. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.